Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was getting phrenic nerve stimulation after implanted that was addressed and is now stating that he has been feeling palpitations, light headedness an dizziness. Stored atrial tachy response (atrs) episodes where stored that showed atrial fibrillation (af) and of the stored episode was requested. Technical services (ts) discussed functional undersensing of atrial fibrillation (af) due to fine af which actually may be making the patient fall out of atr mode switch and the patient is feeling the tracking. Ts noted that in a presenting electrogram (egm) there was some farfield oversensing of ventricular signals in the atrial channel. Ts suggested extending blanking however the field representative noted it was shortened due to mode switching was not occurring fast enough to which ts noted it was due to the af being undersensed. Technical services (ts) recommended considering automatic gain control (agc) and increasing blanking to cover farfield oversensing. This crt-p remains in service. No adverse patient effects were reported.